Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value was 193 mg/dl. They were unable to troubleshoot at the time and it was advised to do a complete set change. She called back later after changing the set and reported that the customer received another no delivery alarm during bolus. During the call, the mother stated she could see air bubbles in the tubing. She confirmed the insulin was not at room temperature. Blood glucose value was 237 mg/dl. Insulin did exit the tubing during prime when disconnecting at the quick release. The mother declined to check the cannula and stated that the father had tested the current set with the customer's old insulin pump and had no issues. It was advised that there could be a site related issue. The device was not returned for analysis.